Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was being powered on daily with either faulty electrodes attached or no electrodes attached causing a red x condition. A red x condition on the device is both visual and audible until addressed by the user. A combination of powering on the device daily and having faulty/no electrodes attached will cause the device to deplete the batteries (as evidenced by critical error 8 in the log) our investigation concluded that the device was not being stored/used in accordance with zoll recommendations to ensure the device is clinically ready. The batteries used at the time of the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.